Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and a call tech support error message was observed on the screen of the receiver. Functional testing was performed and the test passed and there was audible tone from the speaker. The reported event of no audio output was not confirmed. A root cause could not be determined.